Event description:
This complaint is from a clinical study. The angioguard's delivery and the stent placement were successful. Post-dilatation (5mm/6atm) was performed with a balloon catheter (brand unk). One day after the cas procedure, paralysis appeared on the patient's left hand. Cerebral infarction on the ipsilateral side was confirmed by CT angio and then intravenous drip was administered to the pt. The paralysis on his left hand has still remained. According to the physician, this most likely occurred by the stent placement. The target lesion was right internal carotid artery. The pt was a male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 57%.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.